Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned filter (out of the cartridge) and did not return any other devices to argon for investigation. Customer used jugular approach during the procedure. There was body fluid on the filter. Filter opened normally without any issue and did not find any damage of the filter and complaint was not confirmed. No corrective action is required at this time because a manufacturing defect could not be confirmed.

Event description:
Physician deployed the filter from an ij approach and noticed that the filter did open as wide as it should. He quickly used a snare to retrieve the filter from the same access point. Switched to a cook gunther tulip ivc filter to complete the case.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Physician deployed the filter from an ij approach and noticed that the filter did open as wide as it should. He quickly used a snare to retrieve the filter from the same access point. Switched to a cook gunther tulip ivc filter to complete the case.